Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor was overheating and was very hot. The patient unplugged the monitor. No further troubleshooting was done. The monitor would be replaced. No patient complications have been reported as a result of this event.